Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es lot 2010 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2010 at, or below the url concentration of 0.034 ug/l cannot be determined and a reagent issue could not be entirely ruled out. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a single non-reproducible, higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.28 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however a corrected report was expected to be issued. The patient medical record confirmed there was no treatment provided or withheld based on the higher than expected vitros tropi es result. There is no allegation of actual patient harm as a result of this event. (B)(4).